Event description:
This report indicates a single (1) malfunction event. A review of the event involved of the device(s) has a experienced a connection issue. No patient adverse event was reported. No information regarding patient demographics were provided.